Event description:
During a routine hemodialysis treatment on (B)(6) 2012. The operator experienced an unresolvable venous air alarm. The treatment was ended and the blood was not returned to the patient. The same alarm occurred again on (B)(6) 2012 and the treatment was discontinued without rinseback or the patient's blood. Blood loss for each treatment was approximately 190cc. The patient was hospitalized on 11/12/2012 and during that hospitalization he received 2 units of prbcs. No other medical intervention provided.

Manufacturer narrative:
Investigation of the device is ongoing at the time of this report. A follow up report will be submitted if applicable.